Event description:
(B)(4). The dentist reported 30 days after the dental implant was installed in intraoral region #6, it was verified its non osseointegration; 40 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).